Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed a reboot on (B)(6) 2014 at 18:24. When the pump was powered back on, the time and date reset to the default setting due to an unrelated internal clock battery issue. The time was set incorrectly to 07:13; the date was set to (B)(6) 2014. The incorrect time lead to the tdd¿s to appear to be inaccurate; causing a no delivery, exceeds total daily dose warning. The pump was exercised for 24 hours with no errors, alarms, or warnings. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.